Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked, the display was dim and there was contamination under the buttons. This report is made based on results of investigation completed on 06/13/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: evaluation revealed that the pump powers with returned battery cap to a dim discolored display. Battery compartment cracks observed in thread area and below grip pad. The keypad was torn at "ok" key. The up, down and contrast keys were intermittently unresponsive. The ok button was not responding. The keypad flex cable was damaged at "ok" key. Evaluation also revealed that there was contamination under all key contacts.